Event description:
A hospital in (B)(6) reported a surgeon used the cap-loading driver to unlock the caps with tightened set screws. After several times of caps loading, the tooth of the cap driver shaft for the caps were broken. Broken piece was retrieved from the patient. Another cap loading driver was available for use. This event prolongated the surgery around 10 mins. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosisone of the three positioning cams completely broke off and is missing for an investigation. We are not able to reliably determine the cause of this breakage. It is possible that the instrument was positioned incorrectly in its counterpart which led to a mechanical overloading situation with the breakage as a result. This article was manufactured in february 2009. No product fault could be detected.